Event description:
The customer reported the subject device had a broken forceps elevator wire. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive on the light guide (lg) lens was peeled off. This report is being submitted for the malfunction found during inspection (adhesive on the lg lens peeled off).

Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the light guide lens was found to be peeled off due to handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to physical stress, such as, dropping the device, hitting a hard surface, or deterioration due to chemical stress that occurs during the cleaning, disinfection, and sterilization processes. However, a definitive root cause could not be determined. The reported issue (broken forceps elevator wire) was confirmed. The wire was completely cut off. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was cracked, the instrument channel port was shaved, and multiple parts of the device were scratched due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.